Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps unable to open, an investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted the surgical procedure, the fenestrated bipolar forceps stopped opening. The procedure was completed with no reported injury.